Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that rv lead insulation damage was noted. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found torn approx. 26 cm distal to the is-1 connector pin into two parts connected by the elongated inner conductor coil. The inspection of the returned lead parts revealed a damaged insulation approx. 26 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer conductor coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further analysis revealed cuts in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.